Event description:
Same case as MDR ID#: 2134265-2011-02410. It was reported that during a percutaneous rotational atherectomy treatment procedure, removal and detachment issues occurred. Vascular access was gained via the femoral artery. The chronically totally occluded eccentric lesion was located in the severely calcified and moderately tortuous mid right coronary artery (rca). The total length of the lesion was 60mm however the portion being treated with ablation was 15mm. The lesion had no significant bends however the proximal rca had a severe bend of unknown degree. The physician attempted pre-treatment ivus after an unspecified guide wire was advanced across the lesion. But the unspecified ivus catheter was unable to cross the lesion. Next, the lesion was pre-dilated with an unspecified 2.0x10mm balloon. The physician then advanced the 1.5mm rotablator rotalink plus burr to the lesion, and ablation at 224,000 rpms with a drop of 3,000 rpms was performed for about 10 seconds. The physician attempted to remove the burr with dynaglide mode and the burr then jumped over the lesion and became stuck. The physician attempted to remove the burr and floppy rotawire guide wire, however both devices separated. The physician attempted to remove the burr and wire fragments with ballooning and snaring however these attempts were unsuccessful. Approximately 60mm of the floppy rotawire guide wire and 1.7cm of the drive shaft and the burr remain in the patient, secured to the vessel wall with a non-bsc stent. The patient was discharged from the hospital the following day. No further complications were reported, and patient status is listed as good.

Manufacturer narrative:
Device evaluated by MFR: the plus unit was not returned for analysis, only the rotablator burr unit was returned for investigation. It was noted that the burr of the catheter unit was detached from the catheter and was not returned with the device for analysis. The distal section of the coil was broken and stretched. The burr could not be microscopically examined as it was not returned with the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2011-02410. It was reported that during a percutaneous rotational atherectomy treatment procedure, removal and detachment issues occurred. Vascular access was gained via the femoral artery. The chronically totally occluded eccentric lesion was located in the severely calcified and moderately tortuous mid right coronary artery (rca). The total length of the lesion was 60mm however the portion being treated with ablation was 15mm. The lesion had no significant bends however the proximal rca had a severe bend of unknown degree. The physician attempted pre-treatment ivus after an unspecified guide wire was advanced across the lesion. But the unspecified ivus catheter was unable to cross the lesion. Next, the lesion was pre-dilated with an unspecified 2.0x10mm balloon. The physician then advanced the 1.5mm rotablator rotalink plus burr to the lesion, and ablation at 224,000 rpms with a drop of 3,000 rpms was performed for about 10 seconds. The physician attempted to remove the burr with dynaglide mode and the burr then jumped over the lesion and became stuck. The physician attempted to remove the burr and floppy rotawire guide wire, however both devices separated. The physician attempted to remove the burr and wire fragments with ballooning and snaring however these attempts were unsuccessful. Approximately 60mm of the floppy rotawire guide wire and 1.7cm of the drive shaft and the burr remain in the patient, secured to the vessel wall with a non-bsc stent. The patient was discharged from the hospital the following day. No further complications were reported, and patient status is listed as good.

Manufacturer narrative:
(B)(4).